Manufacturer narrative:
(B)(4). D10: psn asf ps 12mm ve r 3-5 ab, #item 42522400212, #lot 65996183. Therapy date: (B)(6) 2025. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a knee revision approximately 2 months post implantation due to tibia subsided. Attempts have been made and additional information on the reported event is unavailable at this time.